Event description:
Reporter alleged obtaining a result of 430 mg/dl on the mobile system compared back to back with a result of 73 mg/dl on the compact plus system when testing was performed within 10 minutes on (B)(6) 2012. Reporter alleged obtaining a result of 224 mg/dl on the mobile system compared back to back with a result of 66 mg/dl on the compact plus system when testing was performed within 10 minutes on (B)(6) 2012. Reporter alleged obtaining a result of 556 mg/dl on the mobile system compared back to back with a result of 246 mg/dl on the compact plus system when testing was performed within 10 minutes on (B)(6) 2012. Reporter alleged obtaining a result of 249 mg/dl on the mobile system compared back to back with a result of 80 mg/dl on the compact plus system when testing was performed within 10 minutes on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were used up completely, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the mobile suspect device system used. Reference medwatch report (B)(4) for the compact plus suspect device system used. Will not be returned to manufacturer.